Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed and required maintenance support. The field service engineer cancelled the work order as, ¿duplicate - (B)(4)¿. No findings available. Additional information will be added to the record if or when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer pocket failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.